Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set adhesive issue event on (B)(6) 2026. The infusion set tape did not stick and fell off while playing sports. No further information available.